Manufacturer narrative:
Based on the information provided, the cause of the complication cannot be determined. No product is expected to be returned to intuitive surgical, inc. (Isi) for failure analysis evaluation.

Event description:
It was reported after a da vinci-assisted hysterectomy, the patient developed a hernia on the right side where a port was placed. The patient required a secondary surgery to resolve the hernia. The secondary surgery was performed on post-operative day (pod) four.